Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the "wiring" of her system needed to be redone as the "first went into my diaphragm." It was later reported by the patient's clinic that the right ventricular [rv] lead was revised due to diaphragmatic stimulation. The rv lead remains in use. No patient complications have been reported as a result of this event.